Event description:
Event determined to be reportable based on device analysis approved 04/18/2007: it was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the catheter was unable to cross the lesion. The lesion was located in the proximal left anterior descending (lad) and 1st diagonal (d1) arteries. Another manufacturer's guide wires were placed in the lad and d1 and intra-vascular ultrasound (ivus) of the lad was performed. The d1 artery was pre-dilated with an unspecified 2.0mm x 6mm cutting balloon inflated to 10 atms and a taxus liberte 2.25mm x 24mm stent was placed. The lad was pre-dilated with a 2.0mm x 9mm maverick balloon and a 2.0mm x 8mm quantum maverick balloon inflated "up to 20atms". The taxus liberte 2.25mm x 24mm stent delivery system (sds)was advanced to the lad, however, the catheter was unable to cross the lesion. The physician attempted to deep seat another manufacturer's guide catheter, however, the sds was still unable to cross the lesion. The device was removed and the procedure was completed with a taxus liberte 2.25mm x 12mm stent. No patient injuries or complications were reported. The patient's status is reported as "stable". Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed a severe mid-shaft polymer extrusion kink approximately 1.5cm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The tip of the device was flared. This type of damage is consistent with guide wire movement during the attempts to cross the lesion. Several stent struts were raised along the center of the stent. This type of damage usually occurs as a result of the device encountering some form of restriction. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.